Event description:
During the test before use of an integra neuro balloon catheter, the balloon did inflate and would not deflate when pulling on the syringe. The scheduled procedure was a cerebral membrane dilatation for a third ventriculostomy. The product was not in contact with the patient there was no injury or death. The event did not lead to a significant increase of time. Information related to the patient's age and gender are not available and the date of the event was not communicated.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported information.